Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4 upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted into the left axillary/subclavian artery in a 68-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was complaining of numbness and tingling to the limb due to lost pulses. After two days on support, the device was removed, which resolved the issue. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-7 at 4.1 l/min with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to the vasopressor support, along with the patient's noted underlying stenosis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.